Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that due to the morbidly obese anatomy of the patient the physician was not able to visualize deployment of supera appropriately; thus resulting in severe elongation of the stent extending into the iliac. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that procedure was to treat a left common femoral artery with dissection from a previous procedure. A 7.5x60mm supera self-expanding stent was noted to be difficult to visualize during deployment resulting in severe elongation of the stent extending into the iliac artery. The delivery system was removed under fluoroscopy. No further treatment was provided. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.